Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed signal too low. The customer's blood glucose was 180 mg/dl. The customer was informed of the alarm and possible causes. The customer was assisted with clearing the alarm. While troubleshooting, the customer was able to complete the rewind and fill tubing process. The insulin pump passed the self test as well. The customer was advised to monitor the insulin pump. The customer was advised to call back if further issues occurred. The customer did not return the product for analysis.